Manufacturer narrative:
The reported radial nerve compression requiring decompressive surgery was assessed as a potential serious injury related to the use of the cool sculpting device. There was no alleged or suspected device malfunction. The patient reported improper application placement. The cool sculpting user manual includes a warning that states, " the use of this device on areas with superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. Such use may result in injury to the patient. Do not use the cool sculpting system on areas with minimal underlying muscle mass or on areas with superficially located nerve branches, arteries, or veins." Allergan has performed due diligence requesting additional event details, as well as device and treatment information, from the cool sculpting treatment provider but no additional information has been received to date. Device investigation, through a system log analysis, could not be performed at this time. Current trending data show that the observed occurrence of radial nerve compression does not exceed the expected occurrence and does not warrant further action at this time. Allergan will closely monitor trending data and will consider further action if deemed necessary. A supplemental report shall be submitted when additional information is received.

Event description:
On 18-sep-2019 allergan received report regarding a female patient from argentina who received cool sculpting treatment on bilateral upper arms on (B)(6) 2015 using the cool fit applicator. The patient reported that she felt numbness and tingling on the left upper arm radiating to her left fingers during the entire treatment, and felt that applicator was not placed correctly. She experienced the numbness and paresthesia again 6 months later, and tremors on her left hand began. The symptoms persist to date. The patient was recently told by her physician that she had sustained a radial nerve injury which required decompressive surgery.